Manufacturer narrative:
Device evaluation: stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 14th and 15th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a patient. It was reported that during advancement of the stent into vessel for deployment, the proximal stent struts came separated from balloon, making it difficult to advance the stent any further down the vessel. There were no patient complications.